Manufacturer narrative:
The investigation into the reported battery failure alarm has been completed. The console and the data logs were returned for evaluation. The logs were reviewed and confirmed a battery failure alarm (transport connection blown/ missing due to low pack voltage. They also revealed that there was an approximately one year period during which the console was powered off, which matches the reported complaint. This one year period is most likely when the console¿s batteries were allowed to fully deplete. The console was evaluated using the batttest utility which revealed that both batteries were fully depleted and were therefore unable to be charged or communicate with the pbm¿s charging circuitry. Replacing the original depleted batteries with known working batteries confirmed that the pbm was working correctly, as it was able to communicate with the new batteries. The console remained powered on by the new batteries, with no battery failure alarm triggered, which confirmed that the original issue was solely due to the depleted batteries. Once an aic¿s batteries are fully depleted, they become unable to communicate with the charging circuitry and therefore are unable to be recharged, triggering the battery failure alarm. Therefore the root cause of the reported console battery alarm was due to depleted batteries.

Event description:
The user facility reported their automated impella controller (aic) was displaying battery failure and battery communication failure error messages. Troubleshooting was attempted by abiomed field service representative but was unsuccessful. The aic will be returned for evaluation.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.